Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was completed by using other footswitch. It was reported to philips that only the exposure function was enabled; screenings were unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and customer stated that the system had been used intensively the previous morning, and a message appeared indicating that the temperature was too high, after which the tube became inoperable and they could only do the exposures. Fse checked the logs and found significantly lower measured current than the permissible lower limit. To resolve the issue, fse performed tube conditioned and adjusted, tube yield calibration and edl calibration performed, all necessary performance tests were performed, ht plugs were checked, cleaned, and re-greased. After repairs the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.